Event description:
It was reported that the devices are displaying error codes 570.6200.0, 570.6200.1, and 570.6500.0. The faulty circuit board (oridion board) was replaced which remedied the errors. Although requested, no additional information was provided.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 04/06/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The root cause for the reported issue that the devices are displaying error codes 570.6200.0, 570.6200.1, and 570.6500.0 was not determined because no product or device logs were returned. No further investigation of this event is possible at this time, and no patient impact was reported. The device is used for treatment purposes. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No product returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the devices are displaying error codes 570.6200.0, 570.6200.1, and 570.6500.0. The faulty circuit board (oridion board) was replaced which remedied the errors. Although requested, no additional information was provided.